Event description:
It was reported that during a ptca procedure, the shaft of the catheter broke. The physician used a 6f cordis radial fx catheter, and placed a pt choice floppy wire down the lad and a whisper wire was advanced down the 1st diagonal in order to protect it. A 3.5 x 16mm taxus express2 8.8% drug eluting stent was deployed in the mid lad across the take off of the diagonal at 15 atms for 30 seconds. The balloon was removed and a 2.5 x 12mm maverick 2 was advanced down the 1st diagonal in order to do a kissing balloon technique of the bifurcation. The 3.0 x 12 mm maverick was advanced down the pt choice wire to the lad. While advancing the second maverick it met resistance as it was being advanced to the lad, and the shaft broke. The catheter was removed and the decision was made not to continue with the kissing balloon procedure as the presence of the "filling" defect at the bifurcation had resolved. No pt injuries or complications were reported.